Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a generator exchange. It was noted that the left ventricular (lv) lead exhibited high pacing thresholds and phrenic nerve stimulation (pns). The patient experienced discomfort due to pns. The physician capped the lead on (B)(6) 2021. The patient was in stable condition throughout the procedure.